Manufacturer narrative:
We were notified of this incident via a copy of a voluntary medwatch report. We contacted the facility to gather additional details. The incident occurred two months prior when the clinician was unable to deflate the balloon to remove the foley catheter. Approximately 2ml of fluid was withdrawn from the inflation port of the catheter but the balloon could not be fully deflated. The patient was later taken to interventional radiology and the balloon was punctured percutaneously with the aid of ultrasound. The contact at the facility indicated the catheter packaging had previously been discarded and that the actual item number and lot number of the device was not known. The sample was not returned for evaluation and no photos were sent. Without a sample to evaluate, we could not identify the actual device or determine a root cause. However, in an abundance of caution, and due to the need for medical intervention, this medwatch is being filed.

Event description:
The clinician was unable to deflate the balloon. The patient was taken to interventional radiology where the balloon was successfully punctured.